Manufacturer narrative:
(B)(6) 2018. Philip's technical support followed up with customer who states the unit was repaired by replacing the battery. A root cause could not be established as no parts were returned for evaluation.

Event description:
It was reported that the unit would not operate on battery power. The customer reported the unit gives an alarm indicating the battery is not connected. Additionally, the battery charging light never came on. Reportedly, the customer verified the battery is "good." The device was not in use, therefore there was no patient or user harm reported. The event date was not specified, estimate used.